Event description:
It was reported that the patient was in the intensive care unit when it was noted that the patient's heart rate was intermittently in the 30's. The ventricular lead was found to have low sensing and was reprogrammed. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.